Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to a damaged power supply connector, causing it to break off from the enclosure. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.